Manufacturer narrative:
(B)(4). The customer reported a displayed message appeared on the mp70 and x2 stating the speaker was not functioning properly. Philips has been unable to determine if any audio functions were impacted. No pt harm was reported. In an abundance of caution we will report possible audio loss even though a visual warning is provided and product labeling states: warning - do not rely exclusively on the audible alarm sys for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring equipment. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a displayed message appeared on the mp70 and x2 stating the speaker was not functioning properly. Philips has been unable to determine if any audio functions were impacted. No pt harm was reported.